Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of knee components - reason not reported.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
It was reported that a patient had a knee revision due to aseptic loosening. At revision, extensive synovitis was seen, and the femur was easily removed with almost no cement bonded to the prosthesis. The tibial component also showed gross loosening. The knee was revised with a competitor knee component. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00186, 1038671-2018-00187, 1038671-2018-00188 and 1038671-2018-00189.